Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and a device. The loading unit was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4 cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were cutting of the pulmonary parenchyma in laparoscopic radical resection of pulmonary carcinoma, the device was unable to fire and there was poor staple formation. They noted that the connection between the stapler body and the black rod joint broke off. They also stated that they were able to press the green button, but unable to squeeze the handle. A photo of the reload with the staples sticking out from the cartridge were sent. They used a new stapler to complete the case. There was no patient injury.